Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet for investigation. Visual examination of the returned product identified nicks, gouges, and scratches on the liner outer spherical surface, anti rotation scallop, and inner spherical surface from attempted implant. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. Report source: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial hip procedure the liner would seat into the shell. The surgeon removed the liner and replaced with a backup liner with not complications. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information to the reported even is unavailable at this time